Event description:
Customer reported that the advantage system gave a blood glucose result of 174 mg/dl at a time when he was symptomatic of hyperglycemia. Professional system result within 10 minutes was 498 mg/dl. The customer was admitted to a hospital, treated for hyperglycemia. A request was made for the return of the system, and a replacement was sent.